Event description:
Patient taken to the operating room (or) after worsening clinical status post (s/p) ileocecectomy. Anastomosis was identified in the right lower quadrant and total dehiscence of the previous staple line.